Manufacturer narrative:
Results: there was no visible damage to the exterior of the penumbra system aspiration pump max 220v (pump max). Conclusions: evaluation of the retuned device revealed that the pump was functional. The pump was powered on multiple times and the pump generated vacuum each time it was powered on. Furthermore, no unusual scents were detected coming from the pump. Therefore, the root cause of the complaint cannot be determined. The pumps are 100% functional tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220v (pump max). During the procedure, the pump max was powered on and started aspirating; however, a few seconds later, it stopped aspirating and shortly after that, the pump max emitted a burning smell. The physician turned off the pump max and continued the procedure by manual aspiration but was unable to remove the thrombus. There was no report of an adverse effect to the patient.